Manufacturer narrative:
It was originally reported that the powerload got stuck while loading, potentially resulting in a patient expiring. Upon further investigation, it was found that this event did not cause or contribute to the patient's death. Section b5 and codes under section h have been updated to reflect this.

Event description:
It was reported that while loading a patient into the ambulance the powerload got stuck. The patient was able to be removed from the ambulance and transferred to a new one. At the time of the event the patient was coding and expired an hour later at the hospital. Upon further investigation, it was found that the cot was stuck in the ambulance because the powerload got stuck because a pen had fallen under the sliding portion of the device. The user facility stated that this caused less than a minute delay and did not cause or contribute to the patient's death.

Event description:
It was reported that while loading a patient into the ambulance the powerload got stuck. The patient was able to be removed from the ambulance and transferred to a new one. At the time of the event the patient was coding and expired an hour later at the hospital. At this time it is unknown if the delay contributed to the patient's outcome.